Event description:
When the catheter was connected to the cable, there was no signal showing on the electrictrode #2. Troubleshooting did not solve the problem. The catheter was removed, and a new catheter was used. The new catheter was working properly. No injury to the patient.